Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and stated that fse was unable to duplicate the reported failure of leak. Fse also stated that fse was able to verify multiple gas loss in iabp circuit alarms. Functional tested without any further failure of issue. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking air. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.